Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. Follow-up documentation from the patient¿s pd registered nurse (pdrn) stated the patient was hospitalized on (B)(6) 2024 after becoming dyspneic during ccpd therapy. Additionally, the patient was suffering with 3+ lower extremity edema and was diagnosed with fluid overload. The patient continued her prescribed ccpd treatment while hospitalized and was discharged on (B)(6) 2024. The pdrn reported the patient is recovering, however she still has excess fluid present. The patient reported her liberty select cycler was not draining her adequately (approximately 2-weeks), however a review of the patient¿s treatment records revealed that despite some recent negative drains (specifics not provided), exit site criteria was being met. The treatment data also uncovered the patient was not completing her prescribed ccpd treatments by failing to perform the last fill of 500 ml. Furthermore, the pdrn reported the patient is known to be non-compliant with dietary restrictions. The pdrn reported she did not agree with the patient¿s assessment of device or product malfunction or deficiency, however the patient was issued a replacement liberty select cycler.

Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. Follow-up documentation from the patient¿s pd registered nurse (pdrn) stated the patient was hospitalized on (B)(6)2024 after becoming dyspneic during ccpd therapy. Additionally, the patient was suffering with 3+ lower extremity edema and was diagnosed with fluid overload. The patient continued her prescribed ccpd treatment while hospitalized and was discharged on (B)(6) 2024. The pdrn reported the patient is recovering, however she still has excess fluid present. The patient reported her liberty select cycler was not draining her adequately (approximately 2-weeks), however a review of the patient¿s treatment records revealed that despite some recent negative drains (specifics not provided), exit site criteria was being met. The treatment data also uncovered the patient was not completing her prescribed ccpd treatments by failing to perform the last fill of 500 ml. Furthermore, the pdrn reported the patient is known to be non-compliant with dietary restrictions. The pdrn reported she did not agree with the patient¿s assessment of device or product malfunction or deficiency, however the patient was issued a replacement liberty select cycler.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of fluid overload, characterized by dyspnea and bilateral lower extremity edema, which warranted hospitalization. The pdrn reported the cause of the serious adverse events was a combination of dietary non-compliance, and the patients¿ non-compliance to the ccpd prescription. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the clinicians¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. Follow-up documentation from the patient¿s pd registered nurse (pdrn) stated the patient was hospitalized on (B)(6) 2024 after becoming dyspneic during ccpd therapy. Additionally, the patient was suffering with 3+ lower extremity edema and was diagnosed with fluid overload. The patient continued her prescribed ccpd treatment while hospitalized and was discharged on (B)(6) 2024. The pdrn reported the patient is recovering, however she still has excess fluid present. The patient reported her liberty select cycler was not draining her adequately (approximately 2-weeks), however a review of the patient¿s treatment records revealed that despite some recent negative drains (specifics not provided), exit site criteria was being met. The treatment data also uncovered the patient was not completing her prescribed ccpd treatments by failing to perform the last fill of 500 ml. Furthermore, the pdrn reported the patient is known to be non-compliant with dietary restrictions. The pdrn reported she did not agree with the patient¿s assessment of device or product malfunction or deficiency, however the patient was issued a replacement liberty select cycler.